Event description:
Pt had angiodynamic PICC line in place for 5 days. Bedside nurse notified PICC nurse that the PICC line had fractured at the base of the red hub, and was leaking fluids and blood was leaking out. PICC line removed and new one placed.